Event description:
It was reported that during a starr procedure, there was an incomplete staple line. A quarter of the staple line had malformed staples. Surgeon sutured by hand. Patient had bleeding and a temporary stoma is now ok.